Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Insulin pump received with normal operating currents. Insulin pump monitored for several days and no battery out limit alarms occurred during testing. Insulin pump passed the unexpected restart alarm error test. No unexpected restart alarm noted. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, as well as a battery out limit alarm. Customer's blood glucose levels at the time 120 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.